Event description:
A falsely elevated troponin I result of 1.39 ng/ml was obtained a patient sample. The results were reported to the physician. A sequential sample was analyzed and a result of <0.1 ng/ml was obtained. The original sample was repeated and a result of <0.1 was obtained. The patient was admitted to the hospital and given lovenox, but there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I was due to a faulty probe.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument and instrument data indicate that the cause of the falsely elevated troponin I was due to a faulty probe. The customer replaced the probe. The instrument is operating within specifications.